Manufacturer narrative:
This report is being filed as a voluntary distributor report. The device in question has been received at conmed and will be forwarded to the manufacturer. The manufacturer, xodus medical, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue.

Event description:
This is a voluntary distributor report. During incoming inspection, the distributor rejected this device, 138029 for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This report is being raised as a voluntary distributor report on the basis of device malfunction with potential for injury upon reoccurrence.